Event description:
The customer reported via phone that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with insulin pump. After troubleshooting was done, the customer was advised to change entire set, reservoir and insulin and treat. Customer was advised when tubing clamp received to perform high pressure test to confirm that insulin pump can detect an occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.